Event description:
It was reported that, "three attends to seat the liner into the shell and all attends failed, it popped right out. Unsuccessful."

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.